Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: (B)(4), femoral component option for cemented use only size c right, lot#:61560291; item# (B)(4), articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height, lot#:61956169. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as returning the device is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right knee revision approximately seven years post initial total arthroplasty due to tibial subsidence.